Event description:
Atrial bipolar lead impedance warning on (B)(6) 2023. An 8 at/af device defined episodes, most recent on (B)(6) 2023. Lead noise / over sensing noted on all episodes. Episodes are false. Atrial cross talk noted on ventricular lead on current egm causing ventricular safety pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).